Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during dwell 1 of peritoneal dialysis therapy. It was determined that the patient had performed an off-cyler fill of 2500ml three hours prior to starting therapy. The patient¿s largest prescribed fill volume was 3000ml and drain volume was 4901ml. The initial drain alarm was set to 0ml. The technical service representative explained that the homechoice was not programmed correctly. The patient did not report any symptoms. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.